Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the camera head lens had no picture. It is unknown if a delay happened, when the issue was discovered and if a backup device was available. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the display did not switch from the color bar to live video output. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged edge card or failed image board. No containment or corrective actions are recommended at this time.